Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate readings on her one touch ultra 2 meter. The patient compared her meter to another meter (freestyle) on (B)(6) 2012. A (B)(4) sent follow up questions and obtained the following information: the patient claimed that she had obtained a 286 mg/dl on her lfs meter and a 181mg/dl with the freestyle meter. The readings were done less than 30 minutes from one another. Readings were taken at 7:00pm. The patient did not take any action after testing her blood glucose. She began to develop symptoms the following morning at 4:00am of feeling shaky and sweaty. She lost consciousness for about 10 minutes. Her husband contacted ems. He did not attempt to treat her or test her blood glucose. She regained consciousness before the paramedics arrived and felt dizzy. The patient does not recall what the reading was on the paramedic's meter and claimed she was treated with an injection. She was not taken to the ER. She was advised by the paramedics to eat some pasta. She felt better 15 minutes later. While troubleshooting it was noted that the patient was not always replacing the lancets after each test. It was also noted that the test strips were not stored properly. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged high readings, she later developed symptoms suggestive of a serious injury based on lfs definition and had to receive medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the (k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips-(B)(4) 2012, meter-(B)(4) 2012.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The meter was not tested.